Event description:
A power cord has broken. The device was returned for repair, and upon evaluation it was observed that there was metal exposed by the fracture in the connector attached to the power cord. An investigation was performed and it was determined that the molded female connector on the power cord had partially fractured. The device was in use at the time but there was no patient harm reported. Design of the power cord meets applicable safety standards, including ul 817 and iec 60320-1.